Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/28/2021 h.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one used unit and one unused unit. The unused unit was inspected and no damage was observed to the outside of the adapter. Further inspection revealed that the catheter had been properly placed during manufacturing. During the visual examination of the used unit, it was observed that the catheter tubing had separated from the catheter adapter. The reported defect was confirmed. Microscopic inspection revealed that the used unit was missing markings that would indicate proper assembly. This type of defect may occur during manufacturing due to incorrect equipment setting. There is a 100% vision inspection system in place to mitigate the risk from this type of defect. Additionally, operators perform sampling per quality procedures for catheter pull tests and retraction. Preventative maintenance is also performed to ensure proper function and upkeep of the equipment. This defect has been linked to the manufacturing process and CAPA#1461582 has been initiated to address the issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter separation from the hub. The following information was provided by the initial reporter: when placing the catheter, the plastic base broke away. No leakage on the equipment. No contact with blood for staff and patient. Pain for the patient during insertion, pain during the test with nacl 0.9% and withdrawal of the product and observation of the defect. The medical device is kept and the stock of the incriminated batch returned to the pharmacy.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter separation from the hub. The following information was provided by the initial reporter: when placing the catheter, the plastic base broke away. No leakage on the equipment. No contact with blood for staff and patient. Pain for the patient during insertion, pain during the test with nacl 0.9% and withdrawal of the product and observation of the defect. The medical device is kept and the stock of the incriminated batch returned to the pharmacy.